Event description:
It was reported that the software analyzer cable had bent prongs in the connector. The cable was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that pins 22, 23, 24 and 25 were bent and further noted that due to the pins being bent the cable would not plug into an analyzer. It was also noted that the tests were done with probes due to the damage and that the cable continuity tested ok with no intermittent connection found when the cable was bent or manipulated. The connections were not shorting out between themselves. (B)(4).